Event description:
Reporter alleged obtaining discrepant neonate blood glucose results for pt b of 39 mg/dl back to back with a result of 90 mg/dl when testing was performed within 1 min of each other on the inform system. Reporter indicated pt b was treated, however, type of treatment was not provided. Quality control tested was stated to have been performed on values were within acceptable ranges, however, the values were not provided. No other actions were reported taken or treatment was received. A request had been made for the return of the suspect device and replacement product was sent.